Event description:
Customer reported a high blood glucose level of 565 mg/dl. Cause was not known. Customer took several corrective actions, including changing the ifs twice and the cartridge twice, and reloading it onto the pump. Technical support advised the customer on inspecting various system components, confirmed no physical obstructions, and instructed to replace supplies as necessary and resume insulin usage.